Event description:
Information was received from a health care provider (hcp) via manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been admitted due to a battery infection and the health care provider (hcp) was removing the device. The device was discarded by the customer and would be replaced in the future. The environmental factors were unknown and the diagnostics performed were also unknown. It was noted that all of the devices were removed and the issue was resolved at the time of the report. It was noted that the event started in (B)(6). Patient weight and medical history were asked but would not be made available. No further complications were reported.